Event description:
Complainant alleged that during preventative maintenance the device did not power up after installing software. Complainant indicated that there was no pt involvement in the reported malfunction.